Event description:
Information received from the (B)(6) study. Treatment of a large aneurysm measuring 5.72mm x 10.25mm located in the ophthalmic segment of the right ica (internal carotid artery). It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013. A 180-day follow up angiogram revealed that the distal end of the pipeline was shortened; however, it still fully covered the aneurysm and did not affect the thrombus formation inside the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).